Manufacturer narrative:
This event was previously reported in regulatory report # 3004209178-2025-02033. Any further updates to this event will be reported in report # 3004209178-2025-02033. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving fentanyl, bupivacaine, and unknown morphine via an implantable pump for spinal pain indications. It was reported that the patient stated their pump was broken and the medicine dripped through because the catheter was kinked and they had to have surgery next wednesday ((B)(6) 2025) to repair it. The manufacturer's patient services specialist (pss) recommended that the patient consult with their healthcare provider for next steps. The patient was redirected to their healthcare provider to further address the issue. The patient called back and re-reported the scheduled pump revision and catheter replacement surgery. The patient stated that the pump had to be repositioned because it was flipping, and they were not getting any meds through the pump or catheter.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.